Event description:
It was reported that the insulin pump alarmed for motion sensor test failure. It was stated that there were some error alarms in the alarm history. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump received with motor error alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Unable to confirm the motion sensor test failure alarm due to constant motor error alarm. Device received with cracked case display window corner.